Event description:
It was reported that the customer had a no delivery alarm during bolus on the insulin pump. The alarm occurred even with a replacement catheter.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The pump passed the displacement, prime and excessive no delivery tests. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.